Manufacturer narrative:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. No photos or samples were received for investigation; therefore, the root cause could not be determined. Note, the date of event (15-dec-2025) is considered to be a best estimate. This MDR represents surgiphor bottle (device #2). Additional mdrs were submitted to represent surgiphor bottles (device #1 and device #3) section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2-3 surgiphor bottles have broken a few times at the site.

Manufacturer narrative:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. A video sent in shows health care professional demonstrating cracking of bottle. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the investigation activities performed and analysis of the video provided, the reported cracked bottle has been confirmed. A device history record could not be evaluated as the lot number is unknown. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Note, the date of event (01-dec-2025) is considered to be a best estimate based. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected field: b4. This supplemental MDR represents surgiphor bottle (device #2). Additional supplemental mdrs were submitted to represent surgiphor bottles (device #1 and device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2-3 surgiphor bottles have broken a few times at the site. Video sent in shows health care professional demonstrating cracking of bottle.